Event description:
It was reported, the connecting tube exhibited cannot be connected to the channel connector due to poor reprocessing. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. Additional information: d9, h6, h11. The device was returned to olympus for inspection. Based on the investigation, olympus confirmed that the lock lever connected and removed from the reprocessor without any issues. However, one lock lever was broken and scratches were found on the metal connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is probable that external stress was applied to lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. As a cause of the external stress above, the user may have applied force toward incorrect direction. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: ¿visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.